Event description:
It was reported that the handpiece is chipped, which may indicate the blade mount chipped. Multiple attempts to gather additional information on the event were unsuccessful. Adverse consequences are unknown, but at this time there have been no known adverse consequences reported to the manufacturer.

Manufacturer narrative:
The handpiece has not been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted if the results of the quality investigation require one.